Event description:
About an hour into the procedure (apheresis for white cell collection), the kit failed and procedure had to be aborted and restarted. The blood in the system was not returned to patient. The kit was sent to company for analysis. Blood loss to the patient was approximately 150 cc.======================manufacturer response for apheresis collection kit, spectra optia (per site reporter).======================device returned to manufacturer immediately following occurrence. Still awaiting response from company on their analysis of kit.